Event description:
It was reported that the patient feels dizzy when standing up or leaving the classroom at school. It was further reported that an electronic whiteboard is used in class. The device remains in use and no intervention was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.